Event description:
Patient applied icy hot patch to l posterior thigh/gluteal area. C/o feeling warm, not hot. Patch removed 6 hours later for burning/stinging sensation when patch removed, skin dark red with small blisters, tender to touch, oozing clear fluid, dark raised purple/red area to center. Wound resembled that of a volatile chemical burn. Dose or amount: I pain patch small, frequency: one time, route: top. Dates of use: 2008. Diagnosis or reason for use: muscle pain. Event abated after use: yes.